Event description:
The event is reported as: alleged issue: "one clip popped open and wouldn't lock." No pt injury reported pt current condition is fine. Add'l info is requested.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is competed